Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched. The fse confirmed leaking from the sample probe when a sample run was started. Fse found the sample valve was not opening and closing properly. Fse replaced the valve to resolve the issue. (B)(4).

Event description:
Customer reported to beckman coulter hotline that the au400 clinical chemistry analyzer sample probe was leaking during sample processing. During a sample run, customer found water on top of their analyzer covers in the pathway of the sample probe. No erroneous patient results were generated. Customer was wearing the appropriate personal protective equipment. There was no direct exposure reported for this event.